Event description:
Customer reportedly tested hi on advantage system 1 and 290mg/dl and 169mg/dl on advantage system 2 within 10 minutes.. No action taken on device results. No adverse event reported. Requested return of the suspect device, and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. Reference medwatch is for suspect device in advantage system 1.